Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an intermittently responsive act button, sustained scratches to the display, and had a lifting keypad section. The customer stated that the keypad casing film was listing. The customer's blood glucose was 220 mg/dl. She did not know how the damage had occurred. The customer did not observe any significant events leading to the keypad issues. The customer's most recent blood glucose was 156 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly; however insulin pump had moisture on keypad traces. The insulin pump had a scratched lcd window noted, cracked reservoir tube lip and cracked case at display window corners.